Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device qemkbm and no non conformances / manufacturing irregularities related to the malfunction were identified. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the problem of pulling off suture needle had happened. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.